Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04feb2020.

Event description:
The customer reported an unresponsive touchscreen that failed calibration. There was no patient involvement. Technical support troubleshot with the customer. The customer reported that replacing the touchscreen resolved the problem.